Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cystic duct was clipped, during a laparoscopic cholecystectomy, the clip was broken. The clip was completely removed from the abdominal cavity and then a new absorbable clip was used. No patient involvement.